Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found a cut tubing at pinch valve 37 at fitting 113 (pv37). The fse replaced the tubing to resolve the leak reported. The fse inspected the bsv (blood sampling valve) and found buildup of cellular debris and blockage at the ports. The fse cleaned buildup on the bsv and flushed the tubing through to the diff mixing chamber. The fse replaced the old bsv, ran startup which passed but the bsv was still dripping. The fse replaced the bsv pancake valve which resolved this leak. The fse returned on (B)(4) 2014 to install a new bsv, replaced the tubing from the bsv to the diff mixing chamber and the sample line from the diff mixing chamber to the flow cell. The fse ran startup and recovered diff vote outs (non-numeric error condition) so he replaced the lower sheath restrictor tubing which was worn and in need of replacement to resolve the vote outs. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. The leak was clenz and the volume of the leak was not reported. The leak was not contained. The customer also reported the manual mode was not generating differential results. The customer was wearing gloves, eye protection, and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.